Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In the last few months, in situ measurements show high impedances on the last three electrodes. The patient had no auditory sensations on these electrodes. The CT scan did not show migration. The clinic has not asked for further support on this case. It is assumed that the hearing performance of the patient has not worsened. Further information received on april 20th, 2016 states that even though the device seems to be functioning, no hearing perception is gained from the basal 4-5 electrodes. Due to this a re-insertion was attempted, difficulties were experienced during surgery which led to the explantation of the device.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the received information, the patient did not have benefit on 4-5 basal electrode channels and underwent revision surgery. During revision surgery, a partial migration of the active electrode was visually confirmed. As the array re-insertion was difficult, the surgeon decided to re-implant the patient with another device. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Since (B)(6) 2015, the patient had no auditory sensations on the last three electrode contacts. The CT scan did not show migration of the active electrode array. Further information received on (B)(6) 2016 states that even though the device was functioning, no hearing perception was gained from the basal 4-5 electrodes. Patient underwent revision surgery. Four or five channels were seen to be out of cochlea during this surgery. A re-insertion was attempted, but difficulties were experienced due to the presence of fibrotic tissue, which led to the explantation of the device. The middle ear was cleaned from fibrotic tissue and then a new device was easily inserted.

Manufacturer narrative:
Conclusion: according to the received information, the patient did not have benefit on 4-5 basal electrode channels. Therefore the patient underwent revision surgery. During revision surgery, a partial migration of the active electrode was confirmed. However, the re-insertion was not possible and the surgeon re-implanted the patient with another device. The device has not been received for investigation yet.

Event description:
In the last few months, in situ measurements show high impedances on the last three electrodes. The patient had no auditory sensations on these electrodes. The CT scan did not show migration. The clinic has not asked for further support on this case. It is assumed that the hearing performance of the patient has not worsened. Further information received on april 20th, 2016 states that even though the device seems to be functioning, no hearing perception is gained from the basal 4-5 electrodes. Patient underwent revision surgery. Four or five channels were seen to be out of cochlea during this surgery. Due to this a re-insertion was attempted, difficulties were experienced during surgery which led to the explantation of the device. Despite requests device has not been made available for investigation.